Event description:
Information was received indicating that the cuff of this tracheostomy tube was unable to be inflated and large leak was noted. A tracheostomy tube change out was required. No additional adverse patient effects were reported.

Manufacturer narrative:
A portex® portex bivona flextend¿ tts¿ pediatric tracheostomy tube was returned for analysis. Visual inspection of the used device using the unaided eye did not reveal any defects. Using a syringe, 5 cc of air was inserted into the inflation valve. The air remained in the pilot balloon and did not inflate the cuff. Following the instructions for use which states the following: attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. The cuff inflated. The inflation / deflation of the cuff was performed seven additional times over a six-hour period. The cuff inflated / deflated fully without issue after the initial inflation. A leak test was performed and no leaks were detected. The failure mode of leaking was not confirmed. No fault was found.